Event description:
The complaint/event involved a ls prim plumset-sl pe-lined. The customer reported a leak from the air vent of the light-protected IV set. The fluid in the defective product was ns (normal saline), but chemotherapy drugs were previously delivered. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage at the air vent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.